Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd wire. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax blacklog management plan.

Event description:
This event occured during inspection. There was no report of patient harm. Intermittet image.